Event description:
Caller reported blood glucose results. Aviva system 1: 70 mg/dl at 04:45 pm 38 mg/dl at 04:46 pm aviva system 2: 78 mg/dl at 04:56 pm 33 mg/dl at 05:03 pm no adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is aviva system 1, medwatch (B)(6) is aviva system 2.